Event description:
A malfunction was reported on the customer's pump, which displayed a malfunction code ("malf 1") and corresponding fault ID. There was no adverse impact on the customer's blood glucose level. Customer technical support (cts) provided assistance by instructing the customer on how to reset the pump; however, the malfunction code recurred. Cts decided to replace the pump and advised the customer on using a backup insulin delivery method, delivered a pump with updated software, and provided necessary storage and return instructions for the faulty pump. The customer acknowledged all instructions and will receive the replacement pump with no signature required for delivery.